Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound from the garment rubbing against it. Patient reported the garment was too small and rolls. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to try a larger size garment. Distributor sent the patient a larger size garment. Follow up indicated that the wounds are healing.